Event description:
During follow-up, increased capture threshold and pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. The patient was in stable condition.